Event description:
This ra lead was implanted on (B)(6) 2018 and remains implanted at this time. In a call sent to technical services on 09/05/2018, it was noted that right atrial automatic capture (raac) was on and tests were unsuccessful. Patient experienced pocket stimulation during raac tests. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6), canada. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).